Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The patient was hospitalized for the peritonitis. The cause of the event and treatment details was not reported. Thirty days prior to the receipt of this report, dianeal therapy was discontinued. On an unknown date, the patient passed away at home. The cause of death was reported as peritonitis. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.